Event description:
It was reported that the device used for graft preparation exhibited calibration that did not seem correct for graft thickness. There was no patient involvement. Diligence is complete as no additional information was noted.

Manufacturer narrative:
(B)(4). The device will be returned for analysis an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.